Manufacturer narrative:
Occupation ni equals lay user / patient. Device requested for return but was no available.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method that lead to an ischemic stroke. This medwatch will cover strip lot 294942. For information on strip lot 345213 refer to the medwatch with patient identifier (B)(6). On the day of the event, the customer was at home when they started to suffer from left side numbness and was unable to speak. The customer decided to perform an inr test due to the stroke-like symptoms. On (B)(6) 2019 at 7:55 pm the result from the meter was 3.7 inr. Due to the symptoms not subsiding the customer went to the emergency room where within 7 hours the laboratory result was 2.67 inr. The meter result from (B)(6) 2019 was obtained from strip lot 345213 with an expiration date of 31-mar-2020. The customer had a computed tomography (CT) scan of their head with and without contrast. Then a magnetic resonance imaging (MRI) scan was performed which confirmed an ischemic stroke in the brain. The customer was admitted to the hospital for 4 days where they received a heparin drip, potassium, and the customer remained on warfarin. The customer was dismissed from the hospital and for the next 3 days received lovenox injections twice per day. On (B)(6) 2019 at 8:20 am the laboratory result was 4.8 inr and the result from the meter at 8:39 am was 6.7 inr. The meter result from (B)(6) 2019 was obtained from strip lot 294942 with an expiration date of 31-jul-2019. The customer's therapeutic range is 3.5 - 4.5 inr. The customer's current condition was provided as "overall health is good." The customer does not have antiphospholipid antibodies, is not currently on heparin or lovenox, is not on direct thrombin inhibitors, no changes in diet, no recent illnesses, no new medications, and does not have hematocrit concerns. The customer said there were no strips available for return. The customer's meter was returned. The retention strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Correction/removal report no was updated. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.